Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the treatment of the stenosis of the middle cerebral artery, balloon catheter was placed in the lesion and was predilated. During the removal of balloon catheter resistance was felt and several attempts were made to take out the balloon. After taking out the balloon catheter from the patient, balloon was found leaked. No clinical consequence to the patient was reported.